Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-04601. 2015691-2024-04603. 2015691-2024-04604. 2015691-2024-04605. 2015691-2024-04606. 2015691-2024-04607. 2015691-2024-04608. 2015691-2024-04609. 2015691-2024-04610 . 2015691-2024-04611. 2015691-2024-04612. 2015691-2024-04613.

Event description:
As reported, per article "improved hemodynamics with self-expanding compared to balloon-expandable transcatheter aortic valve implantation in small annulus patients: a propensity matched analysis". A total of 1,170 tavi procedures were performed in our center between 2018 and 2022. The following events were regarding either the sapien 3 valve or the sapien 3 ultra valve: (B)(4) cases of myocardial infarction.

Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case. Reference article baudo, massimo, et al. Improved hemodynamics with self expanding compared to balloon expandable transcatheter aortic valve implantation in small annulus patients: a propensity matched analysis. The american journal of cardiology 221 (2024): 9 to18. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with the edwards sapien transcatheter heart valves mentioned in the article are: p140031 edwards sapien 3 transcatheter heart valve; p140031 edwards sapien 3 ultra transcatheter heart valve system. The dates of the events are unknown; however, according to the article the study period was from january 2018 to december 2022. For this reason, the first day of the reported study period (01 january 2018) was used as the occurrence date. Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall thv procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the thv procedure, and the valve implant will manifest intra procedurally or in the immediate post operative period and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on thv complications, the peri procedural interval is inclusive of all events that begin within 72 hours of the index procedure. Mis that occur after the peri procedural period ( greater than 72hrs) are typically related to the patients underlying coronary disease. Multiple patient factors could put the patient at risk for mi during the thv procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest, the article did not provide details of the events, therefore, the cause of the events could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.